Event description:
Patient was brought to surgery with was given general anesthesia. There were extensive pelvic & abdominal adhesions, bilateral ovaries with multiple cysts with possible adenomyosis on a large uterus. Vessel sealer malfunctioned/ didn't work and had to be changed in the middle of the surgery. No harm to the patient. Procedure completed and patient was stable. Manufacturer response for system, surgical, computer controlled instrument, endowrist; davinci si (per site reporter). Surgery inventory coordinator to follow-up.